Event description:
Customer reported that the serter device does not fire and that she cannot insert the sensor. The blood glucose reading was not given. She was advised to ensure the fold over flap was tucked under the sensor connectors before placing the serter onto the pedestal. She was advised that the fold over flap may jam the serter if it is moved out of the assembled position. Customer stated that this flap was not dislodged. Nothing further was reported.

Manufacturer narrative:
Complaint against the sen-serter. Customer returned the senser.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.